Event description:
Boston scientific crm received information that it was observed on an x-ray that this left ventricular (lv) lead had fractured and was in two pieces. The lead was explanted and replaced with epicardial leads during a thoracotomy. The lead was sent to pathology. The local field representative stated that the lead will be sent back for analysis when it becomes available. No adverse patient effects were reported. Subsequent information indicates that the lead was return for analysis.

Manufacturer narrative:
The lead was returned severed 446 millimeters (mm) from the terminal pin. Two segments were returned, totaling in a length of 551mm. Visual observation noted deformed conductor coils in several places. The anode conductor coil was fractured 446 mm from the terminal pin. The cathode conductor coil was fractured 448mm from the terminal pin. The fractures were noted to be just distal of the polyurethane/silicone transition. Together, the anode and cathode conductor coils were also fractured 461mm from the terminal pin. The outer silicone was thinned from abrasion 446mm from the terminal pin and was abraded through on one side. It appeared that it was torn around the circumference. On the distal side, the inner surface of the outer insulation tubing showed a distinct impression of the outer coil windings. One anode filar was stretched and extended 2 mm beyond the insulation. The inner insulation was unable to be seen due to body fluid. The proximal insulation edge of the distal side showed some type of crushing damage. Final analysis confirmed the clinical observation of a lead fracture.